Event description:
It was reported that, "the implant inserted was expired".

Manufacturer narrative:
Investigation eval: review of device history record (DHR)-a review of the DHR nail revealed no discrepancies. The lot was released to final stock in apr 2004 in a total quantity of 10 units. All items were distributed to the us-market. The label record identify apr 2004 on the packaging label and lines out the exp date of mar 2009 on all labels (main and end panel labels on packaging, on blister and pt record labels as well). The expiry date is clearly given on the label of the main packaging, on the blister packaging and on the pt record label. This use of the expired nail can only be judged as not device/MFR related but rather as off-label-use. Eval revealed evidence that the event is not device/MFR related but rather related to off-label-use.